Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: two (2) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of bat597519 revealed that the battery passed visual inspection and functional testing. Failure analysis of bat904518 revealed that the battery passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power due to an enabled safety flag. This safety flag indicates that there was a communication error between the gas gauge integrated circuit (ic) that monitors the battery and reports information to the controller and the ic that measures cell pair voltages and provides safety protection when certain conditions are met. This communication error caused the battery to trigger a safety flag and become inoperable. Additionally, it was found that a cell-ov ER-voltage (cov) flag was enabled; however, a review of the battery's internal log revealed that no cell pair passed the voltage threshold during the battery's lifetime. Therefore, this is an erroneous flag of the battery, indicative of a fault of the integrated circuit that controls the battery. A reset of both ics was able to remove the flags and resulted in the battery regaining functionality. As a result, the reported battery not recognized event was confirmed for bat904518 but could not be confirmed for bat597519. Further investigation using a representative sample revealed that the observed communication error can be replicated by exposing the battery to electrostatic discharge (esd). The most likely root cause of bat904518's inoperability can be attributed to an esd event resulting in a communication error between the gas gauge ic that monitors the battery and reports information to the controller and the ic that measures cell pair voltages and provides safety protection when certain conditions are met, as well as resulting in a fault of the ic that controls the battery. CAPA pr00519785 is investigating battery issues related to esd. Additional products: battery bat597519 d9: yes, return date: 29-jan-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g02002 h6: FDA method code(s): b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the replaced battery was also defective and was not recognized by the controller. The battery was replaced and the new battery was functional on the same controller.

Manufacturer narrative:
A supplemental report is being submitted for additional information . B5 adding new info for a second device battery (B)(6). Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #:1650de / expiration date: 31-mar-2019/ serial #: (B)(6), UDI #: (B)(4). D9: yes, return date: 01-feb-2021 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h4: mfg date:27-mar-2018 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary and annex c and d codes. Product event summary: based on an investigation conducted under CAPA pr00519785, the most likely root cause of (B)(6) inoperability has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested regarding the log files for this event, but it was not available at the time of this report. If log files investigation is performed, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery as not recognized by the controller. The battery was replaced. No patient complications have been reported as a result of this event.